Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the implantable neurostimulator (ins) pocket site was creating a sharp shooting pain, felt like electrical jolting/shocking sensation, and a sharp needle sensation. During the night the patient felt more stimulation than before, and it felt like jolting at the site. These were intermittent sensations. Impedance test showed normal level values and show nothing indicating electrical issues with the stimulator itself. When the rep examined the site, it was noticed that the ins skin looked a little purplish and there was a change in skin color like it was bruised. There was no trauma or fall that could be related to this issue. The change in therapy/symptoms was considered sudden. The rep palpated with the ins stimulation on and the patient felt the same sensation at the bottom right of the ins, where there was the purplish skin color. The patient had skin cancer, but the skin cancer was not where the purplish spot was. When palpating with stimulation off, the patient felt a slight but not as bad sensation at the bottom right of the ins. Palpating the header block did not create any sensation. The physician assistant (pa) indicated that the ins battery was nearing replacement. The pa recommended changing out the ins and suggested implanted the ins at a different location. The rep later reported that it was thought to be possible nerve pain. Since the patient was coming up on the end of his battery life the physician was choosing to replace the battery and evaluate the fully system at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.